Event description:
The customer reports receiving a reading of "over 300 mg/dl" from her adc meter and dosing her insulin according to this. The customer then reports losing consciousness and paramedics were called. The paramedics received a glucose of 28 mg/dl and treated the customer's hypoglycemia with a glucose IV.